Manufacturer narrative:
The complaint of externalized conductors were initially reported on manufacture report 2017865-2012-04926. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped on (B)(6) 2012 due to a suspected lead fracture and the externalized conductors. During a routine follow-up on 4/17/2012, externalized conductors were observed between the svc and rv coil via x-ray, as was initially reported in firm ref# 2017865-2012-04926. During a follow-up on (B)(6) 2018 it was confirmed via x-ray and CT image that the externalized conductor portion of the lead became longer and was floating in a loop shape to the left pulmonary artery. Due to the patient having a terminal illness, the lead would not be explanted and the exposed coil would be monitored by x-ray and regular follow-ups. The patient condition was stable.